Event description:
Trifit cf stem subsidence - patient may require a revision.

Manufacturer narrative:
Per -(B)(4) final report. In order to progress with the investigation of this event, corin requested the device details, operative notes, patient age and activity level, and patient medical history, but they were not provided. Examination of the post-surgery xrays showed that the stem size was appropriate at implantation, and confirmed the subsidence 6-8 weeks after surgery. The device had migrated of 2-3mm. It was also confirmed that no revision occurred and that the patient was not symptomatic. The relevant device manufacturing records were identified and reviewed. All finished parts conformed to dimensional and material specifications at the time of manufacture. The root cause of the device migration is unknown. Based on this, corin now considers this case closed. Should additional data be provided, the case will be reopened. Please note: the date of the event is unknown as the date on which the subsidence was observed was not provided. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) initial report: additional information has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records shall be identified and reviewed.

Event description:
Trifit cf stem subsidence: patient may require a revision.